Event description:
Complainant alleged that while attempting to treat a patient when device discharged energy to the patient. A nurse who was holding a magnet over the implanted ICD, touching the patient, received an unintended delivery of energy. Two nurses were performing CPR and felt a discharge of energy. The clinician indicated that the device charged energy and did not discharge and felt perhaps the implanted defibrillator may have discharged energy to the patient at this time. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation the customer returned the device activity logs for evaluation review of the activity logs did not find evidence to support the reported complaint. There is no indication of the device discharging nor the shock button being pressed. This leads us to believe that the customer report could be caused by the patient's implantable cardioverter defibrillator. However, we cannot firmly establish this as root cause. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.